Event description:
It was reported that a driveline communication fault alarm occurred. Log files from the primary system controller ((B)(6)) that became a backup system controller were sent. Additional log files from the new primary system controller (((B)(6)) were sent for review. The event log file captured driveline communication (comm) faults 16mar2026 at 23:13 and continued until the system controller was exchanged on 16mar2026 at 23:39. The event log file captured continued driveline comm faults after the system controller exchange. It was later communicated the mobile power unit (mpu) had a yellow wrench alarm. The patient received a new mpu. The modular cable was exchanged which resolved the alarm. There were no obvious signs of damage to the modular cable. The mpu, system controller and modular cable were planned to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline communication fault alarm. The controller was functionally tested and performed as intended throughout all testing. Available information for this event indicates that the alarm reoccurred after the system controller had been exchanged. Furthermore, an issue that could have caused the alarm to occur was identified within the returned modular cable (lot number 8639361) and has been addressed via the modular cable investigation. The system controller was not correlated to the root cause of the reported event. Additionally it was found during investigation there was superficial jacket damage to the white power cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers and power cables, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.